Event description:
It was reported that patient experienced weakness of the lower left extremities post implant. As a result, the patient was hospitalized to address the issue. Lower left extremities pain resolved. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3189, UDI: (B)(4), serial: (b))(6), batch: t00006857. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.